Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was outside of the country, and due to poor call quality, attempts were made to call the customer back for further assistance.